Manufacturer narrative:
This report is submitted on march 09, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
It was reported that the patient experienced a performance decrement with device use, resulting in the decision to explant the device. The device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.